Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of baclofen at 110.0 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheters were returned to the manufacturer.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) passed all functional testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration, not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that the pump was explanted due to infection. Per the reporter there were no complaints against the devices. There was no diagnostics or troubleshooting performed. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.